Event description:
The customer called technical support (ts) reporting that the device has touchscreen issues, unable to make changes via settings. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The manufacturer's field service engineer (fse) was dispatched to the site and could not duplicate the reported problem. The device passed touchscreen calibration. The fse was unable to duplicate the problem. However, the user interface to power management cable was replaced. A full performance verification has been performed and the device passed all tests successfully and returned to service. Based on information provided and/or service performed, the customer's alleged malfunction was not confirmed.

Manufacturer narrative:
The customer called technical support (ts) reporting that the device has touchscreen issues. The staff shut down the device and started it back up, but the touchscreen would not work, unable to make changes via settings. The customer reported there was no patient involvement at the time the issue was discovered. However, this issue was discovered during pre-use setup right before patient use. No medical intervention provided to the patient, nor a delay was noted. The manufacturer's field service engineer (fse) was dispatched to the site and with further communication it was confirmed that the reported issue was duplicated.